Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to reproduce the reported issue. The electronic records were downloaded from the device and reviewed. The reported issue was verified in a review of these records. It was observed that the device had experienced unexpected losses of power while using an auxiliary power source. It was observed that the ac power adapter was not communicating properly with the device. The ac power adapter was however not returned to physio-control. The customer was advised to replace the ac power adapter. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A conclusive cause of the reported issue could not be determined.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would intermittently turn itself off. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would intermittently turn itself off. There was no patient use associated with the reported event.